Event description:
It was reported in a service report the head-end jack drifts down when raised to high height and the head-end jack was leaking. It is further reported the stretcher had never been used. No pt involvement or adverse consequences are reported.